Event description:
It was reported that the new implant was placed they ran an impedance test, and impedances were high (all around 5,000 ohms). Healthcare provider (hcp) replaced the adaptor to see if that would fix the high impedances, but they remained the same. The surgeon believes it is an extension or lead issue since the system is so old, and has recommended the patient get a extension or lead revision to fix these high impedances. New adaptor was placed to try to resolve the high impedances, but they did not change.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va120vn); product type: 0200-lead; implant date (B)(6) 2016; explant date brand name ; product ID 748251 (serial: unknown); product type: 0191-extension; implant date (B)(6) 2004; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the revision was not scheduled to their knowledge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va11ql0, implanted: (B)(6) 2016, product type: lead. Product ID: 748251, serial# (B)(6), implanted: (B)(6) 2004, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the cause of the high impedances was not directly determined. The surgeon has no further information.